Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
According to the reporter, surgeon had a patient that was having some kind of reaction to a plate and screw implantation on an unknown date. The patient was implanted with plates and screws from synthes and also a different vendor (MFR). Surgeon noted the incision on the patient was swollen and red. The product is still implanted at this time. This complaint is on the synthes 3.5/2.0mm ti cortex screws and this is 1 of 2 reports for the same event.